Event description:
It was reported that the pump touchscreen was not working properly as more pressure had to be applied to the touchscreen in order for it to respond. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.